Event description:
The customer reported that his blood glucose was 600 mg/dl. His symptoms were dizziness, nausea and grogginess. He treated with manual injection. The customer stated he had been trying to contact his doctor but was unable to get through and had a back-up plan. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings and history were correct with no significant findings noted. The high pressure test was performed and passed. Upon removal of the infusion set, the needle was not bent. The insulin appeared fine, however, the customer had been storing it in the refrigerator and using cold insulin in the pump. He was advised to allow insulin to warm to room temperature before a set change. The customer was further advised to change the entire set, reservoir and insulin. Nothing further was reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.